Event description:
Baxter (B)(4) received a report that a patient control module (pcm) leaked during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a leak was confirmed. Visual and functional examination of the sample showed leakage from the tubing connection inside the housing. The root cause was determined to be due to insufficient bonding due to an operator error. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(6) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.